Event description:
During a percutaneous transluminal angioplasty (pta)/stenting procedure, it was reported that a 6x60 smart control stent was delivered to the target lesion and deployed, but the stent jumped forward to the distal part of the lesion, so the proximal lesion could not be covered. Therefore, an additional stent (luminexx, medicon) was placed to cover the proximal lesion. The procedure was finished successfully. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The target lesion was the left subclavian artery. The lesion was moderately calcified and tortuous. The rate of stenosis was 99%.

Manufacturer narrative:
Additional information as provided by the affiliate. The product was stored, inspected, handled, and prepped according to the IFU. There was nothing unusual about the stent delivery system prior to use. There was no difficulty encountered flushing the stopcock and the sds. The target lesion vessel diameter and length are unknown. The diameter of the unconstrained stent was sized 1-2mm larger than the vessel diameter. The vessel was not tortuous. The sds had to pass through an acute bend (s) but did not have to pass through a previously placed stent. There was no difficulty encountered advancing/tracking the sds towards the lesion and crossing the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was not pre-dilated prior to stent implantation. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as instructed in the IFU. The tantalum markers were observed to open symmetrically. The additional stent expanded fully with good wall apposition. There was no thrombus noted post deployment. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during deployment of a smart control iliac stent, the stent jumped forward to the distal aspect of the target lesion and deployed there. The proximal portion of the target lesion was successfully treated with a non-cordis stent with no reported patient injury. The event involved a patient with an unknown medical history who underwent implantation of a smart stent in the left subclavian artery. The target lesion was described as 99% stenosed and moderately calcified. The site reported that the 6 x 60mm smart control iliac stent had been stored, inspected, handled and prepped according to the instructions for use (IFU) and that nothing unusual was noted about the device prior to use. The lesion was not pre-dilated. No difficulty had been experienced when flushing the stopcock or stent delivery system (sds). The diameter of the unconstrained stent was noted to be 1-2mm larger than the vessel diameter. The site reported that the sds had to pass through an acute bend(s) but not through a previously deployed stent. No difficulty was experienced during the advancement and/or tracking of the sds to the lesion or in crossing the lesion. No unusual force was used at any time during the procedure and the locking pin was in place during the advancement of the sds to the lesion and while crossing it. There was no thrombotic material proximal to, at or distal to the lesion site. The sds with the stent was advanced beyond the lesion and then withdrawn back into it prior to removing the locking pin. The user is reported to have held the handle of the smart control sds flat and straight on the outside of the patient as instructed in the IFU. During stent deployment, the stent was noted to have jumped forward and expanded in the distal aspect of the intended location covering healthy intima. The tantalum markers were observed to have opened fully and symmetrically with good wall apposition. No thrombotic formation was noted post-deployment. The proximal part of the target lesion was then treated with a non-cordis stent and the procedure successfully completed with no reported patient injury. The product was not returned for analysis. A device history record (DHR) review was performed and revealed that this lot of products met all requirements per the applicable manufacturing quality plan. The product IFU indicates that the smart control iliac device is indicated for use for improving the luminal diameter in patients with symptomatic atherosclerotic disease of the common and/or external iliac arteries. The IFU warns that the safety and effectiveness of the smart control iliac stents has not been demonstrated in patients with lesions that are either totally or densely calcified. The IFU instructs that stent placement is not indicated if the primary angioplasty is not technically successful and should be assessed to determine the adequacy of the primary procedure. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Based on the information available for review, there are vessel characteristics (acute bend, 99% stenosed, calcified) and procedural factors (primary stenting) that may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed. Based on the DHR review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4).the gender of the patient is unknown.this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.(B)(4).